Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not satisfied with their vision. The iol was exchanged two weeks later for a different lens model and a power difference of 1.5 diopters. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a baggie was returned with a yellow paper that read "lens". The paper was taped. Upon opening the bag and undoing the tape, there was no lens observed in the bag or within the folded tape. The lens was not returned for an evaluation. Product history records were reviewed documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens was not returned. The root cause for the complaint of "unsatisfactory vision" cannot be determined. The power and resolution of the lens could not be assessed because the lens was not returned. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).